Manufacturer narrative:
An event regarding shell loosening involving a trident hemispherical cluster shell was reported. The event was not confirmed. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
It was reported that it is alleged through the filing of a lawsuit that on or about (B)(6) 2012 the patient's left hip was revised due to acetabular loosening.

Event description:
It was reported that it is alleged through the filing of a lawsuit that on or about (B)(6) 2012 the patient's left hip was revised due to acetabular loosening.